Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 40cc had fiber optic sensor failure and difficult or unable to monitor arterial pressure waveform. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A fiber optic sensor failure occurred in an intra aortic balloon catheter inserted via the axillary approach, resulting in loss of the fiber optic pressure signal. The nurse contacted for assistance due to poor arterial waveform quality and an unable to update timing alarm on the iabp. The console defaulted to using the transducer as the arterial waveform source, and a screenshot showed a significantly dampened waveform. After CT surgery aspirated and flushed the inner lumen, all waveforms and blood pressure indices returned to appropriate ranges. She was informed that a biohazard kit would be sent to collect the catheter once removed due to the fiber optic sensor failure. Product surveillance was completed, no prior complaint was found for this issue, and no patient harm or injury was reported.